Manufacturer narrative:
The part has not yet been received for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci prostatectomy procedure, the system displayed a recoverable error 32101 when moving the boom. The error points to an issue on the patient side cart (psc). The site contacted intuitive surgical, inc. (Isi) technical support for assistance but the issue could not be resolved. Despite troubleshooting, the error persisted; thus, the surgeon decided to abort the planned procedure. On april 15, 2016, isi obtained additional information from the reporter. The system was inspected prior to being used for the procedure. The patient was under anesthesia approximately 30-45 minutes when the surgeon decided to abort the procedure. The surgical ports had been already been placed. There was no report of patient injury or harm. An intuitive surgical, inc. (Isi) technical field specialist (tfs) conducted additional investigation of the system on site. Tfs found the error was caused by a faulty brake in the wrist section of the boom. A cable was found pinched. The tfs replaced the brake and the axes controller platform (acp). The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part involved with this complaint and completed investigation. Failure analysis investigation was not able to replicate the reported complaint. The axes controller platform (acp) board was installed in the test system and came up with no errors. As reported by the technical field specialist (tfs), the likely cause of the issue was a pinched cable in the wrist section of the board.